Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, d6b, d9, g2, h3, h6.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. Healthcare professional later confirmed no capsular contracture but there is a deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Sales representative reported unknown side capsular contracture, baker grade unknown. Physician later confirmed no capsular contracture but there is a deflation. Device has been explanted.